Event description:
This case is a product liability claim. It was reported by the pt's counsel, that his client received a metasul head 28, s, 12/14 in (B)(6) 2011 and was revised on (B)(6) 2005 due to pain and metallosis. The counsel's report is as follows: it is alleged that his client suffered from pain and metallosis due to impingement caused by the polyethylene and the metasul head. The counsel reported that his client came to know that "zimmer as the manufacturer, advised that metasul has to be paired with a larger head diameter but not with metasul s". The lawyer stated that it is not known to him who actually suggested this to his client. Notes: event detail: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 10/21/2013 (see (B)(4), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
Final eval is as follows: the device was not returned to the MFR and its location is unk. A specific investigation was not possible. During the trend analysis, no adverse trend was identified. The review of the incoming report is as follows: it was reported that the pt was revised due to pain. Metallosis was found during surgery. It appeared that the cone had an impingement. The surgical report of explantation was reviewed as well as all provided x-rays. No obvious changes was observed on the x-rays (no obvious mal-positioning or osteolysis). From the surgical report of explantation, it was impossible to confirm if the blackened tissue were due to metallosis. Without a histological analysis, it is impossible to evaluate the origin of the described tissue changes. As part of the post market surveillance process, the trending for similar events was performed. This has shown that the performance of heads with metal on metal technology is comparable to other similar devices in the market. Based on the given info, we were unable to determine an exact root-cause for pain felt by the pt and for the metallosis. Complex physiological reactions like metal allergy are known risks for this kind of metal-on-metal implants as stated in the "instruction leaflet for endoprosthesis, (B)(4)". Therefore, zimmer (B)(4) will consider this case as closed. (B)(4).